Event description:
The customer reported that the collimator iris is givng errors and when they try to change it, it jumps back to the original setting. A patient was involved but not injured.

Manufacturer narrative:
The ge service rep received the event logs and noticed multiple iris pot errors, several over load faults and a frame synch error. He reseated possible loose connectors p1 on power motor relay pcb. The rep ran a diagnostics that passed all tests. There was arching in high voltage cables at x-ray tube. The rep cleaned and regreased the cables then made multiple x-rays in high level film and normal fluoro. The system operates as intended.